Event description:
I had a mammogram and the technician broke both silicone prosthesis. It took 3 months before they quit hurting. I have not had them removed yet. Can't find a willing dr. FDA safety report ID # (B)(4).